Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post implantation the patient experienced pain, infections, vaginal scarring, bleeding, urinary problems and extrusion. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion that the patient experienced pain, extrusion, infection, urinary/bowel problems, bleeding, vaginal scarring and other outcomes.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe hematuria, incontinence and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal mesh removal on (B)(6) 2013. It was reported that following insertion the patient experienced adhesions, recurrent urinary tract infection and urinary retention.